Manufacturer narrative:
The reported field event of difficulty removing the atrial lead from the device was not verified in the laboratory. Clinical test leads were connected to the device and set screws tightened and secured the test leads normally. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a lead revision procedure, the physician had difficultly removing the atrial lead from the device. Device was explanted was explanted and replaced. Patient condition was good.